Event description:
Caller alleges the meter is giving incorrect bolus advice. Time and date were not set correctly; assisted caller with correcting time and date. Caller reported with the same parameters, days ago, the meter recommended an unexpected amount of insulin bolus. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.